Manufacturer narrative:
D9: date returned to mfg.: 9/24/2024. H3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during inspection, which verified that the device indicator gauge was cracked. Additionally, it was determined that the device had a damaged side label, cracked battery cover, bent front panel upper right corner, and loose input manifold fitting. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device indicator gauge was replaced, and the device passed all testing. Additionally, all of the damaged device components were replaced.

Event description:
It was reported that the o2 supply indicator was broken. The unit was not on patient at the time that the problem occurred. It is unknown if the unit was dropped or otherwise physically damaged. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.